Event description:
It was reported that the patient was admitted to the hospital as the implantable cardioverter defibrillator (ICD) delivered inappropriate shocks due to oversensing caused by a dislodgement of this right ventricular (rv) lead. Further information was received indicating invasive intervention was necessary to resolve the rv lead dislodgement. Both ICD and rv lead remain in service and no additional adverse patient effects were reported.

Event description:
It was reported that the patient was admitted to the hospital as the implantable cardioverter defibrillator (ICD) delivered inappropriate shocks due to oversensing caused by a dislodgement of this right ventricular (rv) lead. Further information was received indicating invasive intervention was necessary to resolve the rv lead dislodgement. Both ICD and rv lead remain in service and no additional adverse patient effects were reported.